Manufacturer narrative:
Initial 1 of 2. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that since (B)(6) 2025, the patient experienced ten events of infusion set bent cannula, with symptoms observed within 3 or more hours after insertion, leading to hyperglycemia. The patient¿s blood glucose level was reported to be high. The events were managed with correction insulin administered via multiple daily injections (mdi).